Event description:
Per the physician, the patient¿s fixture failed to osseointegrate and fell out. The physician reports the patient had a mrsa infection in the sinuses that may have contributed to the fixture loss. The patient was reimplanted with a new device (B) (6), 2010.

Manufacturer narrative:
(B) (4).